Manufacturer narrative:
Investigation finding was updated to deformation problem.

Manufacturer narrative:
The reported event of insulation damaged was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted the outer insulation was cut / damaged which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the physician noticed burrs on the right ventricle (rv) lead subjected to insulation damage of the rv lead. Hence, the physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.